Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised after recurrent anterior subluxation. Intra-operatively, hematoma was addressed. Patient was revised to a trident tritanium shell with screws, adm/mdm liner construct, and ceramic head.

Event description:
It was reported that patient's right hip was revised after recurrent anterior subluxation. Intra-operatively, hematoma was addressed. Patient was revised to a trident tritanium shell with screws, adm/mdm liner construct, and ceramic head.